Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Inspection of the returned device exhibits signs of use (bent) and the device is also fractured. Dimensional analysis was performed and results were found to be within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of over 33 years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H6: mechanical (g04) - drill. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill is bent and fractured. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Another kit was used for the surgery. All available information has been provided.